Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer went to the emergency room and subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of 630 mg/dl. The customer attempted to address their bg with a bolus via pump but was additional treated with intravenous fluids of saline and insulin in the ICU. System check with tandem technical support confirmed the pump was functioning as intended.